Event description:
It was reported that the patient complained of lack of voice, throat pain, pain when swallowing and trouble breathing (related to the throat pain) since having vns implanted. The surgeon indicated that patient may have laryngitis, however would be referred to an ent for further evaluation. The physician would like to postpone initial titration until after the ent visit. Information was later received that it was determined the patient has vocal cord paralysis related to the implant procedure. The event has not received/resolved at this time. No additional relevant information has been received to date.

Manufacturer narrative:
Event description - correction - inadvertently did not include the information in supplemental #01 submitted.

Event description:
Information was received that the event of vocal cord paralysis has recovered/resolved. No additional relevant information has been received to date.

Event description:
Additional information was received that the physician has postponed initial titration of the device until the vocal cord paralysis found on the patient improves.